Event description:
It was reported that the device never worked since implant. The patient felt stimulation for a while; however, it never did what it should have. The patient never had a fall or trauma and the device had always given her trouble. A few months ago the patient felt an overstimulation feeling out of the blue and then it just stopped. The patient was not doing anything out of the ordinary. It was also reported that the patient had an appointment today with the doctor and manufacture representative who checked the device and determined it was not functioning. Subsequent information received reported that the patient's battery was dead. It was noted that the patient had the device long enough to deplete at a high amplitude. Further information received reported the cause of the event as 'presumed battery depletion.' The patient did not require hospitalization and there was no patient injury.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2006, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).